Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer's blood glucose level was 357 mg/dl. Customer stated that she got a message earlier today asking her to rewind and prime. Customer stated that her blood glucose level was high. Customer uses the sensor feature on the pump. It was explained that a false motor error alarm may be caused by viewing the sensor glucose graph while the pump is delivering a bolus. Customer stated that they are able to complete the rewind sequence. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.